Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming and the screen read remove and reattach cassette. The patient stated the cassette was locked in place. The patient was assisted to open and close the battery door, to power the pump on, to acknowledge the alarm and to attempt to restart. Medication delivery was confirmed with running on the status bar and the green indicator light was on. The pump settings were reviewed and 28 hours were remaining. The medication was verified and the patient has an appointment to have the pump removed. The patient was encouraged to call the hotline for future concerns or needs. No patient injury was reported.